Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated motor error alarms on their insulin pump. Customer also stated a no delivery alarm occurred at the same time. The customer's blood glucose was 200 mg/dl. No additional information provided.